Event description:
It was reported that: "the hydrogrip clamp inserts were leaking a clear fluid.".

Manufacturer narrative:
Note: this incident was deemed reportable upon receipt of report. However, wrong button was pressed for decision tree and the database did not capture this complaint as reportable. Device evaluation: customer report was confirmed for leakage. The hydra insert was found to be damaged on the distal tip area. See attached photo. The damage appears to be pinched or cracked.